Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts sometimes. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the rainbow effect on insulin pump in sunlight and rewind multiple times to prime.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No rewind anomaly and drive/motor anomaly noted during the testing. Also, no rainbow effect, missing segment or partial display noted during visual inspection. Device primed properly. (B)(4).